Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing hydromorphone, clonidine, fentanyl, and prialt. The indications for use was lumbar radiculopathy, cervical radiculopathy, and spinal pain. It was reported that for the last couple of weeks, they have been having issues with their boluses. The patient stated they have a 3 hour lockout between doses, but now they were having to wait 6-8 hours to get their next bolus at the end of the day. The patient confirmed they have not been to the hcp since daylight savings. Pss reviewed that pump time was off and would need to be adjusted using the clinician programmer. The bolus programming was: bolus duration - 2minutes, lockout duration - 3hours, dose restriction - 1 per 3 hours, max activations: 6 per day. The pump time was march 26 7:55am and the current time was 9:07am. The patient mentioned the handset pausing at the 90/91%, but it was difficult to hear and understand the patient through out the call. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and update the pump time. Additional information was received from the patient. It was reported that the bolus issues were not resolved. It had to be reset at a pump refill because the patient lived two to two and a half hours away from a representative who can reset it.

Manufacturer narrative:
Continuation of d10: product ID a820. Product type: software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that beginning about a month ago they began having issues with the device and it was taking a long time to deliver bolus. It took 17 mins and the longest was 68 minutes to deliver bolus. Patient confirmed the connection stops at 90. Patient said that the "computer keeps turning off" and when asked for clarifying information, the patient confirmed the ptm kept turning off. The patient also mentioned that they are getting ptm not responding and other communicator error. The patient also mentioned that it won't show that it connect to the "hand one". The patient was assisted with clearing data and was able to connect again much faster.